Event description:
A tech reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. The surgeon noted the lens was off axis and the pt had reported blurry vision. Medical records were received, which indicated the pt had a history of retinal detachment with scleral buckle, weiss ring, posterior vitreal detachment, epiretinal membrane, anterior basement membrane dystrophy and laser scars. Additional info has been requested.

Manufacturer narrative:
Evaluation summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info on 07/11/2012 by fax and mail. A completed questionnaire has not been received. Medical records were received on 06/29/2012. (B)(4).